Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported via trial, after the first stent implantation, a spiral dissection appeared. It was successfully covered with two other xience v stents. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the xience IFU, is a known adverse event associated with coronary stenting. Dissection is not an indication of a quality issue and there was no device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause cannot be determined.